Event description:
It was reported that the patient faced low blood glucose levels of 58 mg/dl on (b)(6)2026 and treated by glucose tablet.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number and serial number; however, lot number and serial number were not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number and serial number were identified, which limits the ability to trace or analyze a particular item. Investigation in progressTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.